Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10

Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle customer reports of leakage along side of the piston handle. The following information was provided by the initial reporter. The customer stated: "when the arterial blood was collected on (B)(6) 2023, the blood leaked along the edge of the piston to the piston handle, and the arterial blood collection device was replaced immediately, and blood was collected again."